Event description:
The resident slipped out of a sling and hit their head, no serious injury.

Manufacturer narrative:
This complaint is deemed reportable due to the allegation that an incident occurred where a resident slipped out of a sling and hit her head. The customer contacted arjohuntleigh, which leads to the analysis that an arjohuntleigh device may have caused or contributed to the event. Since no info was provided by the facility, no investigation could be done. Arjohuntleigh will open this complaint if more info becomes available.